Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hiatal hernia repair, when the surgeon was preparing to maneuver the device behind the esophagus, the rotation and articulation knobs were used then a part of the plastic housing came off inside the patient. The plastic was retrieved with graspers without issue. There was no patient injury.